Event description:
Additional information received from the patient reported that therapy was not working as well as it did the first month of implant. The patient's symptoms were as bad as before the implant. She got up 4 times last night to use the bathroom. The urgency was much more of an issue than the frequency. Stimulation was not felt and therapy was not on. Turning therapy on resolved the situation. A follow up appointment was scheduled for (B)(6) 2016. The change in therapy/symptoms was considered gradual. It was noted that since implant, (B)(6) 2015, the programmer batteries needed to be changed out every month. It would only last one month. It was always like this. It was noted that the patient recently saw the doctor and he wanted to put her on medication. It was noted that she was diagnosed with multiple sclerosis 4 years ago.

Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy on (B)(6) 2016. The patient's urinary urgency got worse. The patient used to be so pleased with the therapy and only went to the bathroom every 4 hours. Now the patient went every 2 hours and couldn't hold it. Even if the patient felt they had to go, by the time they made it they leaked and the patient wore pads. The patient was unable to sync their device on (B)(6) 2016. The patient used the patient programmer and got the poor communication screen. Then the patient was able to connect, but when they pressed the plus, the programmer showed that the implantable neurostimulator (ins) was turned off. The patient did not feel stimulation. The patient turned the therapy on and confirmed they felt stimulation. The situation was resolved. The patient could have pressed the off button. The patient mentioned they would be going to see their health care provider (hcp) soon. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient did not think their therapy was working for them and that they had not used their programmer for 2-3 months. When the patient synced with the programmer, it showed that stimulation as off. It was reviewed that therapy needed to be on for it to be effective. Patient increased amplitude and felt stimulation in the correct area. It was noted that the patient was taking oral medication myrbetriq and it was helping. No further complications were reported.